Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: complaint description- syringe 5ml lot#1068187 was found with a brown particle inside (refer to attachment). The syringe was not used during process and was send out of the cleanroom for further investigation. Mistake seems to be on our side, as they had not used the syringe before noticing the contamination. The customer would like an investigation: your report should address, at minimum, the following information: 1. Problem statement / short summary of the deviation 2. Action taken to identify root causes 3. Define root cause (or causes) 4. Any other material/batches affected (where applicable) 5. Immediate corrective actions taken 6. Preventative action (or actions) to avoid future occurrences 7. Approval from quality responsible person 8. Provide credit note for the claimed amount vr after finishing the report we should send a replacement product.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up report for additional information. Lot # 3291109 was provided after the initial MDR was submitted.